Event description:
The tip of the impactor broke in the patient during the primary surgery on (B)(6) 2012 - this was discovered on (B)(6) 2012 after surgeon viewed the patient's xray.

Manufacturer narrative:
The tip of the impactor broke in the patient during the primary surgery on (B)(6) 2012. This was discovered on (B)(6) 2012 after surgeon viewed the patient's x-ray. Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is; however, recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The returned instrument was manufactured prior the product improvement. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.